Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button response due to corroded keypad traces. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test and the excessive no delivery test due to no button response. No button error alarm noted. There was no moisture damage noted on electronic assembly or on motor. The insulin pump had a scratched display window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 165 mg/dl at the time of the call. Mother was unsure of when the button error occurred. She was also unsure of what the insulin pump was exposed to water or insulin. Mother stated the customer had a high blood glucose level of 300 mg/dl and would go low. There was also some moisture exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.